Manufacturer narrative:
(B)(4). Additional narrative: the procedure was completed with another like device.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. During the evaluation the cpc connector was found to be misaligned.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, it was difficult to attach the disposable to the connector port on the device. It was not reported how the case was completed. There were no adverse patient consequences.